Manufacturer narrative:
(B)(4). Batch # r5a534. Device analysis: the analysis results found that the ecs29a device arrived and with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, back drive noted during device testing: however, staple formation meet the released criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Corrected data: remedial action initiated type: recall.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic right hemicolectomy surgery, when firing, noted the adjusting knob rotating automatically. After fired, the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.